Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: h6 component code of the initial report from "819 - foot pedal" to "825-generator". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report is related to MFR 00347 (2/2).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the soltive super pulsed laser system had wireless foot switch would not pair to system. The event occurred during preparation for use for an unknown procedure. There were no delays reported. There were no reports of patient harm.